Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the rescue tape on the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted depicting the damage. Per additional information from the clinical specialist, no additional information will be provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for vad-18520 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19apr2016. Heartmate ii lvas IFU is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2018-05332. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had alarms at home. His driveline and white power cable had rescue tape around them from prior clamshell repair due to cosmetic tears (patient had prior clamshell repair. The patient was due for a backup battery change in controller, and batteries were expired. The backup batteries, battery clips, and batteries were exchanged. Log file review confirmed expired backup battery. It also revealed battery faults.